Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. Medical images were provided and are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two months post stent placement (shunt procedure), a computer tomography (CT) examination identified the catheter had allegedly broke and a segment was in the patient. Reportedly, the catheter segment was surgically removed by vessel incision. Patient was stable post segment removal procedure.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: three x-ray images documented the treatment site; one x-ray image taken with contrast medium documented a loop graft in the forearm. Two images without contrast medium documented two open stents in the arm; the images also documented two separated catheter pieces inside the vessel below the elbow. Two segments of the cardan tube received including the distal tip. In this case the product was used inside a shunt which represents an off label use which was considered another contributing factor; the lesion was pre dilated, and the stent was successfully deployed. A manufacturing related root cause was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Labeling review: based on the lot number reported the following instructions for use (IFU) were supplied with the product: b05880. Currently valid, and therefore relevant for review: b05880 rev.2/08-19. In reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to deployment force the IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.'. The reported placement to during a shunt procedure represents an off label use of the device. Based on the IFU supplied with this product, the lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H10: d4(expiry date: 12/2020), g4, h6 (method). H11: h3, h6(results 1, conclusion 1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post stent placement (shunt procedure), a computer tomography (CT) examination identified the catheter had allegedly broke and a segment was in the patient. Reportedly, the catheter segment was surgically removed by vessel incision. Patient was stable post segment removal procedure.